Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
The patient reported that the device was "defective". Follow-up with the physician's office did not yield any additional relevant information regarding this event. The device was noted to have been explanted and replaced. No patient complications have been reported as a result of this event.